Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that immunobiological medication leaked between the bd luer-lok¿ syringe and needle connection. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "notification 94933: immunobiological leakage between the syringe and needle connection."

Event description:
It was reported that immunobiological medication leaked between the bd luer-lok¿ syringe and needle connection. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "notification 94933: immunobiological leakage between the syringe and needle connection."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.